Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: pinhole in balloon, unable to inflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified iliac procedure, the physician attempted to use an agiltrac balloon. The balloon would only inflate to 6 atms once inside the iliac. The balloon had a small hole in the distal end. The physician used another agiltrac successfully to complete the procedure. There were no pt sequelae. Though requested, no additional information was available.